Manufacturer narrative:
Investigation evaluation: the acro device was returned inside of the extraction balloon device. The wire coating was stripping/accordioning and was stuck inside of the balloon. The coating damage stated at 16.6cm to 39.7cm from the distal tip. There is exposed wire from 27cm to 37.4cm. The coating was split from 35.7cm to 37.1cm. A conversation with production personnel from wire guides was had on 04/12/2022. Pictures of the device were exchanged, and production management confirmed device was nonconforming due to coating damage caused during the scoring process in manufacturing. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the coating at the distal end was damaged which was due to the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was originally reported that a cook fusion quattro extraction balloon appeared to kink up on the wire [guide] and the balloon broke while using. Device retrieved [removed] from patient and another balloon was used. There was no information reported on the wire guide at that time. Our evaluation of the device returned on 05 april 2022 shows the wire guide with coating damaged at approximately 20.4 cm to 37.2 cm at the distal end. [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the device was returned in a clear ziploc bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. A fusion quattro extraction balloon was returned with the acro wire still inside of the device. The wire coating was striping/accordioning and was stuck inside of the balloon. The coating damage stated at 16.6cm to 39.7cm from the distal tip. There is exposed wire from 27cm to 37.4cm. The coating was split from 35.7cm to 37.1cm. The wire was measured and the length was 260cm with a diameter measured with the micrometer at 0.03505in. A conversation with production personnel from wire guides was had on 04/12/22. Pictures of the device were exchanged, and production management confirmed device was nonconforming due to coating damage caused during the scoring process in manufacturing. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the coating at the distal end was damaged which was due to the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence (reference ron 22-005). Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.